Event description:
It was reported that high threshold values were observed on the right atrial (ra) lead. The lead was explanted and replaced during a routine device upgrade procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. The analyst noted that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.